Event description:
According to the pt's mother, the ventilator gave low battery alarm and then immediately shut down when ac power was disconnected. Please note that there was no death or no servere injury involved in the incident.